Event description:
It was reported that during an unknown procedure, after a few minutes of activation, the jaws started to creak tightening the taking. The procedure was completed by using a different device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.